Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Based on the investigation for a reprocessing practice in the user facility, there was no deviation from the instruction manual. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device continuously tested (B)(6) for unspecified bacteria three times, on (B)(6) on (B)(6), and on (B)(6) 2017,. It has not been informed which part of the subject device was (B)(6) for bacteria and how many numbers of bacteria was detected. The customer reported that the subject device was reprocessed according to the instruction manual. The subject device had been disinfected using an olympus automated endoscope reprocessr model mini etd2 (not available in the u.s.). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus europa se & co. Kg (oekg). The subject device was sent to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from all channels of the subject device. The testing results cleared the german guideline. It was confirmed that the bending rubber, the distal end and angulation system have signs of wear and tear, during oekg evaluation. The exact cause of the reported event could not be conclusively determined, however, inappropriate maintenance at the facility cannot be ruled out as a contributing factor of this event.